Manufacturer narrative:
Concomitant medical products: 3998 lead; implanted: (B)(6) 2008; 748951 extension; implanted: (B)(6) 2008; 748951 extension; implanted: (B)(6) 2008; 7427 ipg implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's spouse reported the patient's implantable cardioverter defibrillator (ICD) system was explanted and replaced due to a "staph infection". No further patient complications have been reported as a result of this event.